Event description:
It was reported that partial stent deployment occurred. The patient presented with myocardial infarction. The 28mmx3.5mm target lesion was located in the mildly calcified and mildly tortuous middle segment of left anterior descending (lad). A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was not fully deployed after reaching the lesion and did not support the lesion. The device was simply pulled out and the procedure was completed with another of same device. There were no complications nor injuries reported and the patient was in stable condition.

Manufacturer narrative:
Device evaluated by MFR: a promus element plus ous 3.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was inflated to 16 atmospheres, using an encore inflation device and the stent was successfully deployed. A vacuum was pulled using the encore device and the balloon deflated fully within 4 seconds. The encore device was verified before and after the procedure. No other issues were identified during the product analysis.

Event description:
It was reported that partial stent deployment occurred. The patient presented with myocardial infarction. The 28mmx3.5mm target lesion was located in the mildly calcified and mildly tortuous middle segment of left anterior descending (lad). A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was not fully deployed after reaching the lesion and did not support the lesion. The device was simply pulled out and the procedure was completed with another of same device. There were no complications nor injuries reported and the patient was in stable condition.